Event description:
It was reported by the caller that intermittent occlusions alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer resolved the issue by changing the infusion set and cartridge to resume insulin therapy.